Event description:
My granddaughter uses the dexcom g7 glucose monitor. After removing the sensor put on or about (B)(6) 2025, she had a huge blister looking sore that looked infected. It oozed pus and discharge for days after removal. She also had several other small blister/pimply looking sores. The sensor that was put on (B)(6) 2025 stopped working after 6 days on (B)(6) saying sensor failure and not giving readings, when we removed that sensor, she had the same, ugly, puss, discharge, very red and irritated skin after only 6 days.